Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent noise and low impedance. There were no patient consequences. Lead revision was discussed.

Event description:
New information states that the lead was explanted and replaced on (B)(6) 2019. Patient's condition before, during and post procedure was stable.

Event description:
Related manufacturer reference number: 2938836-2019-13434. New information states that the lead was dislodged. Intermittent capture was noted due to the lead not being in a stable position. The helix was damaged and did not retract or extend during repositioning.

Manufacturer narrative:
A complete lead was returned for analysis. Visual and x-ray examination found signs of compression consistent with clavicle crush forces with the outer coil compressed/fractured/broken and the inner insulation separated/broken exposing the inner coil noted at 20.5 cm to 21.3 cm from the connector pin consistent with clavicle crush. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported events was isolated to the broken/fractured outer coil and the broken/separated inner insulation due to clavicle crush forces and the damaged helix/inner coil.